Event description:
It was reported that the tube securing mechanism of one lite decompression tube snake arm was difficult to assemble. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Upon device inspection, no visual anomalies were identified on the distal lever/clamp nor on the tube body. The device was functionally inspected using a sample decompression tube and the tube fit securely onto to clamp. The device was tested with the arm post and it worked as intended. No issue was identified via functional and visual analysis. As no issues were found with the device, this event is not reportable to the FDA.

Event description:
It was reported that the tube securing mechanism of one lite decompression tube snake arm was difficult to assemble. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.